Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited over sensing noise on bipolar and unipolar systems resulted in pacing inhibition. When programmed on bipolar, the rv lead also measured a high pacing impedance. The rv lead was capped and replaced with a new lead on (B)(6) 2025. The patient was stable throughout.